Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). The reported issue could not be confirmed since no product samples nor images was provided fir evaluation, however, there are manufacturing controls to avoid potential causes related to the reported malfunction

Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. No product was returned for evaluation; since the information was received via survey. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The occurrence date is unknown.

Event description:
As reported, as per customer feedback, during use of this clearsight & acumen iq cuff there was a loss of accuracy during hypotension events and moments of extreme blood pressure values. No further information could be obtained as the hospital information is confidential. There was no allegation of patient injury reported. The device was not available for evaluation. Patient demographics unable to be obtained.